Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed there was a stain inside the light guide lens, however the stain could not be identified. Since the material did not adhere to an outer surface of the scope, the material was not removed by reprocessing. It is presumed that humidity invaded the light guide lens which led to corrosion occurring by applied physical stress to distal end such as hitting and dropping and/or the light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. A definitive root cause of the origin of the cannot be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected in accordance with the instructions for use which state the detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera duodenovideoscope exhibited a dirty light guide lens. There were no reports of patient involvement.